Manufacturer narrative:
(B)(6).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected ventricular fibrillation (vf) and then unexpectedly started to work again. The patient received treatment with medications to control the rate. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.